Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 4 MDR's filed for the same patient (reference 1825034-2016-00330 & 00653 and 3002806535-2016-00050 & 00089).

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, a right hip revision procedure was performed on (B)(6) 2014 due to metallosis. A second right hip revision procedure was performed on (B)(6) 2015 due to fractures of the femoral head and acetabular liner. It was further reported that patient underwent a left total hip arthroplasty on an unknown date. Subsequently, a left hip revision procedure was performed on (B)(6) 2013 due to metallosis. A second left hip revision procedure was performed on (B)(6) 2014 due to fractures of the femoral head and acetabular liner.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 7 of 8 mdrs filed for the same patient (reference 1825034-2016-00330 / 00763 - 00767 and 3002806535-2016-00050 / 00089).

Event description:
It was reported by patient's legal counsel patient was revised on the left side approximately ten months post-implantation due to allegations of pain and fractured screws. The femoral head, acetabular liner and screws were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Operative records received reports during the procedure, evidence of loosening of the cup, a piece of the fractured screw was retained by the patient, and fluid were noted. Radiographic records received reports the patient had evidence of pain and necrosis.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 3002806535-2016-00050 & 1825034-2016-00330).

Event description:
It was reported that patient underwent a left total hip arthroplasty on an unknown date. Subsequently, revision procedures were performed on (B)(6) 2013 and (B)(6) 2014 due to unknown reasons.